Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6) . It was reported that thrombosis occurred. On (B)(6) 2023 a left atrial appendage closure procedure was performed with successful placement of a 27mm watchman flx closure device with deployed diameter of 27.0mm. Prior to the procedure, apixaban was administered. The next day the patient was discharged on apixaban 10mg per day. On (B)(6) 2023, computed tomography revealed non-mobile thrombus in the left atrium. However, there was no evidence of thrombus on the atrial facing surface of the watchman flx closure device. Four days later on (B)(6) 023, the patient started on clopidogrel 75mg per day.